Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that 70 unspecified bd eclipse needles contributed to the following problems during use. Leakage (10), infection (10), safety mechanism failures (30), and needle clogged/blocked (20). The following was reported by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of leakage (10), infections (blood stream bacteraemia, sepsis etc.) (10), safety mechanism failures (30), and needle clogged/blocked (20). Please see full survey response on attached excel file. Additional information related to leakage: "leakage noticed after starting infusion from the base of the needle." Additional information related to infection: "needle caused infection" additional information related to needle clogged/blocked: "while using IV tazocin.""

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that 70 unspecified bd eclipse needles contributed to the following problems during use. Leakage (10), infection (10), safety mechanism failures (30), and needle clogged/blocked (20). The following was reported by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of leakage (10), infections (blood stream bacteraemia, sepsis etc.) (10), safety mechanism failures (30), and needle clogged/blocked (20). Please see full survey response on attached excel file. Additional information related to leakage: "leakage noticed after starting infusion from the base of the needle". Additional information related to infection: "needle caused infection". Additional information related to needle clogged/blocked: "while using IV tazocin.""